Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reporter contacted lifescan, alleging that a one touch ultra 2 meter had an "apply sample" issue. The patient tests her blood glucose 3 times a day. She tests before each meal. The patient manages her diabetes with sliding-scale r-insulin. The reporter indicated that the alleged issue started a day prior at 9:00 pm. As a result of the alleged issue, the patient skipped her sliding-scale insulin dosages for 2 days according to the reporter. In the next day, at 8:00 am, the patient reportedly developed symptoms of drowsiness and blurred vision. The patient contacted her physician on an unspecified date/time after the alleged issue began, who in turn advised her to take 2 extra units of r-insulin. The treatment helped to relieve her symptoms. The reporter did not have test strips for troubleshooting the alleged issue. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged issue began. The reporters also claimed that the patient received advice from a doctor to take insulin as a result of her symptoms.